Event description:
Customer reported the system shut down during a case and would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the software. System operates as intended. This MDR is related to ge healthcare complaint.